Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with a lowest blood glucose of 61 mg/dl after a meal that differed from their usual lunch; the ilet alerted for low glucose, and the event lasted about 20 minutes before correction with oral glucose (apple juice). Symptoms included no reported clinical manifestations. Outcomes included self-resolution without outside assistance or medical intervention. Investigation included complaint intake assessment and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction or supply issue and indicated food-related variability as the likely contributor, consistent with user report and successful correction with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related and physiologic variability associated with meal composition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.